Manufacturer narrative:
Sc-3138-55, sn (B)(4): the lead extensions were analyzed and the complaint of the lead extension being scorched was not confirmed. The distal tip was cut off and missing. Visual inspection did not reveal any burn marks. X-ray inspection on the remaining lead body found no cable breakage. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the trial patient felt a high burning sensation on the lead extension and the external trial stimulator (ets), and they felt hot. It was noted that the ets was inside the patient¿s belt. The patient immediately turned the stimulation off. It was reported that the or cable had a black mark on one of the extensions similar to a scorch.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-5132 serial # (B)(4) description: precision spectra external trial stimulator model # sc-3138-55 serial # (B)(4) and 20232525 description: scs phiii ext 55cm.

Event description:
A report was received that the trial patient felt a high burning sensation on the lead extension and the external trial stimulator (ets), and they felt hot. It was noted that the ets was inside the patient¿s belt. The patient immediately turned the stimulation off. It was reported that the or cable had a black mark on one of the extensions similar to a scorch.

Manufacturer narrative:
Additional was received: ets model # sc-5132z model # sc-3138-55 serial # (B)(4) lot# 19991387 description: scs phiii ext 55cm model # sc-3138-55 serial # (B)(4) lot # 20232525 description: scs phiii ext 55cm ipg sc-5132 sn (B)(4): since the associated leads were missing distal tips, the ets was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. The ets passed all the required tests performed and revealed no anomalies. Sc-3138-55 sn (B)(4) the distal tip was cut off and missing. X-ray inspection on the remaining lead body found no cable breakage. Damage to the device was similar to the typical explant damage and was not considered a failure. Or cable sc-4108 lot# 20284149 ((B)(4)): the device passed all required tests performed and revealed no anomalies.

Event description:
A report was received that the trial patient felt a high burning sensation on the lead extension and the external trial stimulator (ets), and they felt hot. It was noted that the ets was inside the patient¿s belt. The patient immediately turned the stimulation off. It was reported that the or cable had a black mark on one of the extensions similar to a scorch.